Event description:
It was reported that during the pre-use check, the customer noticed no female luer-lock connector was attached to the product. Could not verify provided lot number.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the cassette sample was returned for investigation. The sample was received in used condition without the original package. Sample was visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. After visual inspection performed between the physical samples, it was observed that the luer did not present the vented cap. The complaint was confirmed. Based on the sample provided and analysis conducted, the root cause determined was traced to the manufacturing process ? The procedure was not correctly followed for assembling the components (parts were found missing). For corrective action, an awareness notification was deployed by the quality engineer to stress the importance of following the procedure and preventing missing components. A device history record (DHR) could not be performed in that no specific product was identified. No serial number was provided. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).